Manufacturer narrative:
Product event summary: sn (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced transient ischemic attack (tia) with slurred and slow speech. The patient medication were adjusted. A computerized tomography (CT) revealed no acute intracranial hemorrhage. An additional CT scan did not reveal any acute abnormalities. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an vad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of cerebral artery territory infarct with an embolic ischemic stroke. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced transient ischemic attack (tia) and presented with slurred and slow speech. The patient was admitted for observation and the medication was adjusted. A computerized tomography (CT) revealed no acute intracranial hemorrhage or any other acute intracranial findings. The international normalized ratio (inr) was 3.0. A repeat CT was performed, no acute abnormalities were identified and the patient was discharged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.